Event description:
Customer reported that the insulin pump was packed away in a box by packers during a home renovation and needed another insulin pump loaned to him. The blood glucose reading was 124 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). The insulin pump alarmed for a motor error during rewind due to corroded motor home switch. Unable to perform the functional test including the displacement test, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarm.